Event description:
It was reported by the rep that the(1) mcs20 was used during an unknown procedure. It was reported that the clips failed to advance. The case was completed with another instrument and with no pt consequence.